Event description:
It was reported that the customer was hospitalized due to high blood glucose of 512mg/dl. The customer was admitted with left breast squeezing pain and radiating to the neck with shortness of breath. The nurse called also to check the settings on the insulin pump for accuracy. The nurse stated that the customer had heart issues and uncontrolled high blood glucose. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.